Event description:
It was reported that, at the patient¿s refill, it was seen that the reservoir contained 25ml of drug when the programmer stated that it should have contained 5ml. It was reported that the patient was fine with no symptoms and great relief. The managing physician wasn¿t too concerned with the discrepancy as he speculated that the pump had been filled with 40ml of drug, but had only been programmed as 20ml. At the time of report, the drug concentration was being changed and the patient was undergoing a bridge bolus over an 8 hour and 3 minute period. About two weeks later, it was reported that the patient was doing well and receiving effective therapy. It was noted that there had not been an explant. About two weeks after that, it was reported that the device was delivering compounded baclofen.

Event description:
Additional information was received. It was reported that the cause of the event was the pump, but the issue was unknown. It was stated that the issue may have been due to programming from the treating rehabilitation center. There was no patient injury or hospitalization due to the event.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).